Event description:
Per the clinic, the patient experienced an infection at the middle ear and mastoid, associated with unclear mastoiditis, leading to wound dehiscence. Subsequently, the patient was hospitalized (specific date and duration not reported) for administration of IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.